Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
A patient's representative reported a patient experienced the events of ¿capsular contracture baker grade I, "symptoms of breast implant illness (bii), such as fatigue, headaches, difficulty concentrating, sleep disorders, sweating, itchiness, breast pain", as well as depression and anxiety (associated with the recall)¿. Later healthcare professional reported "capsular contracture baker grade IV as well as massive calcification that appeared "stone hard" during preparation". This record relates to the right side. The device has been explanted.